Manufacturer narrative:
Follow-up #1: date of submission 11/6/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: visual inspection found some cosmetic damages with no visible damage to the keypad. Investigation found the ¿ok¿ and contrast buttons responded intermittently while ¿down¿ and ¿up¿ buttons responded properly. Removal of the keypad cover found contamination under all the keypad button contacts. Unrelated to this complaint, the device powered up to a discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.

Event description:
On (B)(6) 2013, it was reported that the up arrow and ok keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).